Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b.1., b.5., b.6., g.2., h.6., h.11.

Event description:
Patient reported right side rupture. Healthcare professional confirmed right side rupture partial collapsed and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture. The device remains implanted.